Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1 date of submission 09/29/2016 ¿ correction: new information was received from the health care provider on 9/28/2016 which indicated no tactile issue with the audio bolus button (abb). The audio bolus button cover was reported to be missing/peeling, which is not a reportable issue.